Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-oct-26, information was received from a patient receiving 5-6 unknown medications via an implantable pump. It was reported that in about (B)(6) 2013, the patient had a pump removed due to a blood infection. The patient was sure it was a mdt pump. No record of a mdt pump being implanted at that time. The patient does not have an ID card with the serial number or implant date. The patient did state that there were like 5-6 different medications in the pump at that time and one was "snail venom".